Event description:
The device was connected to the pt during a scheduled cardioversion procedure. Reportedly, the device prompted 'connect electrodes'. At this time device was being used with a padpro adapter and multifunction defibrillator electrodes. A backup defibrillator was immediately made available and used. The facility stated pt care was not affected, due to the discrepancy due to continued treatment.